Event description:
An imed pc-2 infusion pump was configured to deliver 5cc/hr of dobutamine double concentrate at 1500 on 1/9/98 by registered nurse. Intravenous fluid found at 0600 on 1/10/98 without fluid infused. Line checked and found clamp had been clamped but machine running "normal" no alarms had gone off to beep occluded. Changed out machines and notified dr.